Event description:
It was reported that the pt. Presented for surgery with chronic back and leg pain, lumbar radiculopathy, and lumbar stenosis, and underwent a procedure for laminectomy of l3, 4, and 5, posterior lumbar interbody fusion, posterior hardware from l3-sacrum and a posterolateral fusion. Approximately 3 weeks post-op the pt. Presented to the ER with fever, and swelling, painful wound. Pt. Underwent emergency I and d for suspected wound infection. Wound cultures and blood cultures grew (B)(6). Pt. Was placed on IV antibiotics.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.